Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-70, serial #: (B)(4), description: st linear lead 70cm. Model#: sc-1110-02, serial #:(B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Sc-2208-70 (sn (B)(4)): device evaluation indicated that the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture was positioned. The cables are exposed at the fracture site.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances on the left lead was noted. Data base analysis results revealed high impedances on electrodes. The battery revealed no anomalies and it appeared to be working as expected. The patient will undergo a revision procedure wherein the leads and the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances on the left lead was noted. Data base analysis results revealed high impedances on electrodes. The battery revealed no anomalies and it appeared to be working as expected. The patient will undergo a revision procedure wherein the leads and the ipg will be replaced.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances on the left lead was noted. Data base analysis results revealed high impedances on electrodes. The battery revealed no anomalies and it appeared to be working as expected. The patient will undergo a revision procedure wherein the leads and the ipg will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action regarding the replacement. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances on the left lead was noted. Data base analysis results revealed high impedances on electrodes. The battery revealed no anomalies and it appeared to be working as expected. The patient will undergo a revision procedure wherein the leads and the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the ipg pocket site. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected with the ipg and to one lead. The patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances on the left lead was noted. Data base analysis results revealed high impedances on electrodes. The battery revealed no anomalies and it appeared to be working as expected. The patient will undergo a revision procedure wherein the leads and the ipg will be replaced.